Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. There were no fluid leaks in the test cassette during the treatment test. The cycler did not power down during the test treatment. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient event of feeling full and the initial manual drain, prescription of lasix and addition of manual drain to the patient pd prescription. The liberty select cycler issues that were reported to technical support could have caused or contributed to the patient feeling full and requiring manual draining and being prescribed lasix for prevention of fluid retention. However, there are several reasons a patient could be retaining fluid including peritoneal membrane dysfunction and inappropriate prescription. Based on the available information, the liberty select cycler could have contributed the patient¿s change in prescription and addition of lasix. Fluid overload in peritoneal dialysis (pd) patients can manifest as generalized edema, pulmonary edema, and hypertension. It contributes to left ventricular hypertrophy and is a major contributor to cardiovascular disease, the leading cause of death in all dialysis patients. It is also associated with hypoalbuminemia, malnutrition, inflammation, and atherosclerosis; and it is a significant cause of technique failure, especially in long-term pd patients. Fluid overload in a pd patient may reflect any combination of inappropriate prescription, noncompliance, loss of residual renal function, mechanical problems, and peritoneal membrane dysfunction. Awareness that any one factor alone may not explain an individual pd patient¿s volume overload is important and one should avoid thoughtlessly attributing all fluid overload to membrane-related ultrafiltration failure (uff). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient reported receiving a supply bag lines are blocked, please check the supply lines alarm during dwell 3 of 5 of treatment. Technical support advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient stated that they did not complete treatment, felt ill and went to their clinic immediately where they were manually drained 4000 ml. This drain volume is 182% of the patient's prescribed fill volume of 2200 ml. The patient stated that they felt better after draining. Additional follow up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed that the patient was prescribed lasix (route, dose, frequency and duration unknown) for prevention of fluid retention and instructed to add a manual drain in the morning after completion of treatment on the liberty select cycler to help prevent the feeling of fullness. The patient has continued to complete pd therapy on the replacement cycler without issue. The old cycler was scheduled to be returned to the manufacturer for physical evaluation.